Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The right ventricular (rv) lead showed an increase in rv pacing threshold along with a decrease in rv sensing value. This was believed to be caused by a lead dislocation; the rv output was modified with no adverse consequence to the patient.